Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: 1/11/2017 - voice mail, 1/12/2017 - voicemail, 1/17/2017 - voicemail. A ge healthcare service representative performed a checkout of the system. The battery was replaced to resolve the issue.

Manufacturer narrative:
(B)(4). Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
The hospital reported that, during patient use, unit needed a battery changed. During ge healthcare technician checkout, it was noted that the battery indicator shows 0 minutes and is red. Logs indicate battery low. Battery was replaced, but the issue persists. There was no reported patient injury.